Event description:
Manufacturer ref. #: 270761.

Manufacturer narrative:
The reported problem could be confirmed when the ventilator was investigated on site. The nozzle unit in the air gas module was replaced. No goods were received. Evaluation of the received device log could confirm the reported event. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The replaced goods have not been received for investigation, therefore the cause has not been established in this investigation.

Event description:
It was reported that the ventilator failed pressure transducer test continuously during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).